Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the ballard catheter csc was in use on a pediatric patient when the respiratory therapist noted that the ventilator was auto-cycling in an effort to overcome a leak in the system. The ballard catheter was changed out and the ventilator stopped auto-cycling. Blood gases were run immediately and it was noted that the blood c02 level was higher than noted previously. Change out of the ballard csc resolved the concern and the ventilator began to cycle normally. The patient did not suffer death or injury other than noted with the blood gases and the temporary elevated c02 level." Additional information was received on 11/06/15 that stated, "based on the complaint description it appears that the leak was in the thumb control valve.

Manufacturer narrative:
The device history record for the lot number m5096t507 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve appeared to be fully upright (closed). After the valve was depressed and released, the valve did return to the full upright position. The returned sample was then attached to the mobivac suctioning equipment to inspect for leaks in the catheter. Upon connection, an air leak sound was heard indicating there was a leak in the system . The distal end of the catheter was then extended through the manifold and inserted into a beaker of water which contained methylene blue mixture. With the device still attached to the mobivac, suctioning was performed. When the thumb valve was fully depressed, the suctioning increased. The thumb valve was then turned 90 degrees and suctioning did not occur. The valve was then placed in the locked position and suctioning occurred. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).